Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and oversensing noise resulting in inappropriate mode switch episodes on the atrial lead. It was also noted that there was an incomplete fracture on the atrial lead. Programming changes were performed to resolve the issue. There were no patient consequences.